Event description:
It was reported that the patient presented for a follow up. The patient's right ventricular (rv) lead exhibited noise. The lead was explanted and replaced. The patient had no symptoms prior, during or post procedure.